Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported prior to patient contact, an unknown oily liquid was found in the inner catheter of the pivet guide embryo transfer set. After flushing the device, the user still found the oily liquid adsorbed on the inner wall of the inner catheter. No patient contact. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Additional information: device available for evaluation. Investigation ¿ evaluation: visual inspection of the returned product was conducted. A review of complaint history, the device history record, instructions for use, and quality control data was also performed. One device was returned for investigation. A visual examination noted unknown spots of foreign matter inside the transfer catheter. A review of the device history record noted no non-conformances related to the reported failure. A complaint history review revealed there has been no other complaint associated with this complaint device lot number 8029745. Fourier transform infrared spectroscopy (ftir) analysis of similar complaint devices determined that the foreign matter substance is likely to be mdx, a silicone lubricant used in the manufacturing process. Due to the similar visual nature, as well as the associated time frame, it is believed this substance is also mdx. Due to the flushing of the catheter performed by the user, ftir results would have been questionable, so this analysis was chosen to not be performed on the complaint device. The most likely contributing factor to this failure is considered to be manufacturing related. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
There has been no new information received since the last report was submitted.